Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 17-feb-2025 and forwarded to millyard advanced medical products, llc on 18-feb-2025. The patient reported that her pump was searching for the remote and that, when the cassette was removed from the pump, remodulin was observed in the battery compartment. She attempted to use her backup pump but it alarmed pump failure. The patient went to the ER to receive IV remodulin treatment until replacement pumps arrived. The patient reported experiencing shortness of breath while in the ER. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.